Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level 23.4 mmol/l. Customer reported loss of communication between insulin pump and transmitter. Customer stated that no physical damage to connection bridge. Insulin pump will not be return for analysis.